Event description:
It was reported that the patient lost stimulation immediately following a traumatic fall in which she landed on her neurostimulator (ins). The ins was unresponsive to telemetry attempted by 2 different physician programmers in 2 different rooms and patient programmer. The antenna did not make a difference. The recharger was able to find the ins. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)